Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient forgot to remove needle guard on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.